Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset, which successfully resolved the issue. The customer was advised to continue using the pump and to report any recurrent malfunctions.